Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following the procedure to upgrade the patient from implantable pulse generator (ipg) to bi-ventricular pacemaker, the existing right atrial (ra) lead threshold test was abnormal with intermittent capture and high and undefined bipolar impedance. After evaluating t the pocket under fluoroscopy, the ra lead was observed as not fully inserted into the ipg header. The patient was prepped again, pocket re-opened, and the atrial lead was fully inserted into the ipg header. All tests were normal. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.